Event description:
It was reported that there was a warmup issue, restart during session. The sensor was inserted into the abdomen on (B)(6) 2026. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).